Event description:
It is reported that a customer experienced high blood glucose of 300 mg/dl. The patient does not recall any significant events that may have led to the high blood glucose. The patient was helped with troubleshooting and found nothing wrong with the insulin pump. The patient was advised to monitor the insulin pump and to call back if any future issue arises. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.